Event description:
A customer reported that the phaco tip broke. The customer suspects that the torsional movement and the tip's unique shape makes the tip easier to break. No additional information was provided. There was no pt injury reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).